Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). Health effect impact code: no adverse event, no patient impact h3 other text : product not returned.

Event description:
The customer reported the rad-97 "is giving inaccurate numbers and alarming when it shouldn't be, not alarming when it should be." No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. All alarm conditions were audible and visual and only triggered when the parameter limits were breached. The device was able to obtain measurements for all enabled parameters and no product performance issues related to spo2 and pulse rate measurements were identified. The device was determined to be functioning as designed. E1: initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). E1: initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported the rad-97 "is giving inaccurate numbers and alarming when it shouldn't be, not alarming when it should be." No patient impact or consequences were reported.